Manufacturer narrative:
A review of radiographic images show fluoroscopic views provided of posterior cervical thoracic fusion c3-t3 which is the bottom visualized level. A spondylolisthesis appears present at c7-t1. The fracture occurs at the transition from cervical to the thoracic spine. It is unknown if this is a tapered rod or if it has otherwise been adapted to fit the larger thoracic pedicle screw heads. The rod appears to have been cut to contour the kyphotic lordotic transition. Factors which may contribute to rod fracture include bending/straightening in the or, improper adaptation to instrumentation, spinal instability, and failure of fusion. Given the early failure of the rod, suspected cause is a technique related problem.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the rod broke. A revision surgery was performed to replace the broken rod.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis :visual review confirms rod broken. Multiple witness marks noted on rod. Secondary (post-fractures) surface damage noted the near initial crack propagation area. Examination of the fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach and ratchet marks ) approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption, and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
Levels implanted: 4 pre-operative diagnosis for this procedure: pancreas carcinoma - metastases c 6/7 and bwk 3.